Manufacturer narrative:
The device was evaluated at olympus (B)(4). Olympus (B)(4) checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. The endoscopic image was not displayed due to a defect in the camera cable. The device has not been repaired in the last year. The exact cause of the reported event could not be conclusively determined. Omsc reviewed the manufacturing history but found no abnormality in manufacturing or variation. Omsc was unable to surmise the cause of the reported event because the device was normal at the time of shipment. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was not displayed. The user was not yet anesthetized when the reported event occurred. The device was used in combination with an olympus video system center otv-s400. The user replaced the device to another device and completed the intended procedure, laparoscopic cholecystectomy, and the procedure was not delayed for more than 15 minutes. There was no report of patient injury associated with the event.